Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alarm 06 issue was verified in the pump logs; however, no failure was identified; however, a different issue was found.

Manufacturer narrative:
The t:slim user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm (alarm 06) occurred with multiple new cartridges. Reportedly, the customer was not outside of the labeled operating altitude range. Prior to the alarms occurring, the customer had showered with the pump. Blood glucose level was in the 300's mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.